Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 300 mg/dl. The customer reportedly experienced high blood glucose levels for (B)(6). The caller declined troubleshooting. The caller stated that the health care professional and local rep conducted troubleshooting, and they stated that it was not working correctly. The caller requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.